Event description:
It was reported to covidien on (B)(6)2010 that a customer had an issue with a feeding tube. The customer reports that a pt's tube port opened on it's own and the stomach contents spilled out and caused a second degree burn on the pt's left lower abdomen up to the rib cage and left hip and buttocks. Antibiotics and topical flamazine cream (rx only) with telfa dressing was given for treatment.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.